Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged time/clock anomaly, hospitalized for high bg and dka found on (B)(6) 2025. On svn#: 000320165898 - customer returned pump for an alleged pump under delivery and hospitalized high bg found on (B)(6) 2025. On svn#: 000320015578 - customer returned pump for an alleged pump under delivery and hospitalized high bg found on (B)(6) 2025. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The thump and carelink software was utilized and downloaded trace/history files properly. Pump monitored for several days with the current time and date. No time/clock anomaly noted. On the primary svn#: 000320173299, related svn#: 000320165898 and 000320015578, unable to verify daily total of basal/bolus and all insulin delivered on the event date 12-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. No under delivery anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported incorrect time and date. The customer reported time and date was incorrect. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion), was hospitalized and treated with manual injection. The customer also experienced symptoms of confusion, feeling sick/unwell, flu like, headache, tired/weak, altered vision/vision changes and extremity pain/cramps. The event involved product(s) mmt-342, mmt-1884, mmt-431ag, mmt-7040a. Troubleshooting was partially performed. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-342, mmt-431ag, mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.